Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the general surgery diagnosis procedure was performed when the issue happened, and procedure completed as planned, only the image was not in the selected position on the flex monitor. A philips remote service engineer (rse) examined the system remotely and found the live image was unavailable. The customer faced input change issues on the large screen, with delayed live image display and errors. The rse found voltage problems. Upon on troubleshooting, the fse visited and reinstalled hardware, but the issue persisted. To resolve the problem, the flex vision pc was removed, image grabber cards swapped, address switches adjusted, boards re seated, all connections including dvi and ethernet reestablished, and system rebooted by fse. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, and procedure completed as planned. The image was not in the selected position on the flex monitor and the issue may resolve, allowing for continuation and completion of the procedure. At the end of the procedure the live image with patient details remained on the system, and procedure completed as planned, this scenario is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.